Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies (UK office) for evaluation on february 22, 2023. The user confirmed that there was no patient injury assocaited with this incident. The user facility reported that: while operating on an emergency polytrauma patient, the clinical team noticed that the monitoring screen of the anesthetic machine had turned off and failed to turn on again. At the time the patient had an unstable blood pressure so staff quickly ran to find additional monitoring. Once monitoring had been recommenced, the team began investigating why the screen had failed and it appeared to no longer have any power. At this point they noticed a 'power failure' notification on the anesthetic machine and ushed to find an extension box which was plugged into the closest ups plug socket and connected the anesthetic machine to this extension. Mains power to the anesthetic machine and monitoring screen was subsequently regained and monitoring leads reattached. Staff then identified that whole pendant of plug sockets was no longer working, as the operating table, belmont rapid infusor and infusion pumps also had no power. This equipment was moved and plugged into an extension box which was plugged into a second ups socket. Contacted estates who informed that the fuse switch had tripped but the sockets were now turned back on. 20 minutes later, once again lost power to our anesthetic machine and both extension boxes on the ups circuit. After transferring the patient onto back-up monitoring for a second time, staff suspected that the belmont rapid infusor may be the cause. This equipment was no longer needed, therefore unplugged the machine before calling estates to turn the ups sockets back on. Case was completed without further interruption and once the patient had left theatre, the belmont rapid infusor was plugged into the pendant circuit individually. The circuits instantly tripped and therefore this piece of equipment was removed from theatre and sent to medical physics for analysis. In the event of:"no power or battery run time is too short", the operator's manual provides with the possible condition: "power cord not plugged into ac power. Batteries discharged in dc operation" and the operator action as " change ac power source; check power cord connections. Recharge internal battery by connecting the power cord to the ac line. If the battery run time is less than ½ hour after a full 8 hour charge, call service to replace the rechargeable battery". In the event of "power off immediately after switch to on. System turns on for 2-3 seconds, then turn off automatically" with the possible condition "igbt's on driver 'a' and 'b' shorted. Eprom is not seated in the socket properly with the operator action "if the problem persists, power off and service machine." Evaluation: during the investigation it was possible to reproduce the tripping fault. The root cause of the tripping fault was isolated to the transistors on the power drive module. Although the fault could be determined to be the transistors, it is not possible to definitively determine what caused the transistors to trip. After further review, it was identified that q1 to q4 transistors on the driver a, b boards were shorted, which caused the circuit breaker in the system to trip. The root cause could not be confirmed however it possible from the description of the incident that the device may not have been used as the only device on a dedicated circuit as required. No patient was injured as a result of this incident. The device should not be left unattended during use and any shutdown of the device is obvious to the user, infusion of the patient can be continued by other means. In this case the device was no longer required. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
Belmont received an adverse incident report 2023/003/029/501/017 on (B)(6) 2023 which detailed the following: while operating on an emergency polytrauma patient, the clinical team noticed that the monitoring screen of the anesthetic machine had turned off and failed to turn on again. At the time the patient had an unstable blood pressure so staff quickly ran to find additional monitoring. Once monitoring had been recommenced, the team began investigating why the screen had failed and it appeared to no longer have any power. At this point they noticed a 'power failure' notification on the anesthetic machine and pushed to find an extension box which was plugged into the closest ups plug socket and connected the anesthetic machine to this extension. Mains power to the anesthetic machine and monitoring screen was subsequently regained and monitoring leads reattached. Staff then identified that whole pendant of plug sockets was no longer working, as the operating table, belmont rapid infusor and infusion pumps also had no power. This equipment was moved and plugged into an extension box which was plugged into a second ups socket. Contacted estates who informed that the fuse switch had tripped but the sockets were now turned back on. 20 minutes later, once again lost power to our anesthetic machine and both extension boxes on the ups circuit. After transferring the patient onto back-up monitoring for a second time, staff suspected that the belmont rapid infusor may be the cause. This equipment was no longer needed, therefore unplugged the machine before calling estates to turn the ups sockets back on. Case was completed without further interruption and once the patient had left theatre, the belmont rapid infusor was plugged into the pendant circuit individually. The circuits instantly tripped and therefore this piece of equipment was removed from theatre and sent to medical physics for analysis.